Event description:
The customer reported that the device failed to acquire leads ECG. No adverse pt impact was reported. The device was being used to verify the pt had deceased.

Manufacturer narrative:
The customer reported that the device failed to acquire leads ECG. Leads ECG acquisition does not impact the delivery of therapy, since ECG is attainable via pads or paddles. No adverse pt impact was reported. The device was being used to verify the pt had deceased. The unit was evaluated philips, but the symptom could not be duplicated. The device passed all testing. Based solely on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.